Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins).  The reason for call was caller stating that yesterday, they had a rep reprogram the back stimulator. When the pt got home, they laid down in an adjustable bed and went down and could feel the stimulator vibrating. Caller stated they tried to 'connect to the remote' but it keeps asking for the serial and their 'connector' is nra not npe. Agent could hear the recharger beeping. Agent reviewed device function and best practices for external devices. Agent had caller close all apps and reset the communicator. After entering the communicator serial number, pt was then able to enter into my stim application without issue. The troubleshooting steps taken on the call resolved the reported issue.